Manufacturer narrative:
The insulin pump had missing segments due to cracked zebra connector on lcd board. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that his pump had a partial display. The blood glucose reading was 145 mg/dl. Troubleshooting was performed. A new battery did not help resolve the issue. No further information was provided.